Event description:
New information stated that the device was explanted and returned.

Manufacturer narrative:
No conclusion code available; final analysis found a rf module chip anomaly which resulted in a high current drain.

Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic due to the pulse generator beeping. Upon attempt interrogation, the device could not be interrogated. The patient intrinsic rate exhibited intermittent pacing spikes. The device exhibited no magnet response and no telemetry. Multiple attempts to interrogate the device were unsuccessful. No intervention was performed. The patient would continue to be monitored. No further information was available.